Event description:
Maude event report, voluntary report no: (B)(4): "(B)(6)-2011: "total knee replacement has come loose. A lot of pain and cannot bend leg."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5551l381, lot# lat866, description: triathlon asym patella a38x11. Cat# 5530p611, lot# laa819, description: triathlon #6 cr insert 11mm. Cat# 5520-b-600, lot# wht j, description: triathlon prim tib baseplate - cemented. Cat#, lot#, description. It cannot be determined which, if any of these devices may have caused or contributed to the pt's event.